Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) user report which contained the following information: a us customer reported experiencing adverse skin reaction while wearing an adc freestyle libre sensor. Customer experienced symptoms described as "blisters, open sores and sensor eats into skin". There was no report of any medical intervention reported. There was no report of death or permanent impairment associated with this event.